Event description:
It was reported that this inflatable penile prosthesis (ipp) was not filling properly as it was not retaining the saline. A surgical procedure was performed, during which reservoir, pump and one cylinder were removed and replaced. No patient complications were reported.